Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient visited their physician complaining of respiratory discomfort and epigastralgia. A pacemaker check was performed, and the lead exhibited an increase in threshold. The patient was prescribed additional medication, and the following day, the thresholds had decreased. The lead is still in use. No further patient complications have been reported as a result of this event.